Event description:
(B)(4). Developed lots of side effects, including extreme fatigue, weight gain, bloating, tooth pain, brain fog, forgetfulness, abdominal pain, excruciating back pain (arthritis), joint pain, pelvic pain, vision changes, depression, loss of libido, severe mood changes, allergy sensitivity, dry and brittle hair and nails, urinary problems, boils, leg pains. ...